Event description:
It was reported that the 9800 system experiences intermittent high voltage regulator errors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator driver pcb and the generator interface pcb. The system was tested and found to be working as intended and placed back into service.